Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to the emergency room due to an inappropriate anti-tachycardia pacing therapy that they had received. This was due to atrial events falling into the blanking period during a supraventricular tachycardia episode. Device was reprogrammed accordingly. Patient was stable after the event.